Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. It was reported that the patient was hospitalized for 2 days for the peritonitis event. The same day as event onset, the patient was treated with vancomycin injection (1gm, stat, 1dose), amikacin injection (100mg, once daily, intraperitoneal, discontinued after 15 days) and imipenem injection (500mg, once daily, intraperitoneal, discontinued after 15 days) for peritonitis. At the time of this report, the patient was recovered from peritonitis 9 days after onset. Pd therapy is ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.